Event description:
Per the audiologist, testing at the clinic showed there was no communication between the cochlear implant and the pt's external equipment. There was no head trauma reported, but trauma is possible since the pt has just started to walk. Results of an integrity test done in 2008, showed the implant was not functioning. Explantation/reimplantation is planned, but had not been scheduled at the time of this report.